Manufacturer narrative:
The event date is an estimated date. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 20-dec-2012, UDI#: (B)(4); product ID: 3778-60, serial/lot #: (B)(4), ubd: 20-dec-2012, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the battery was overdischarged because the patient reported not having charged it for over a year. They also stated that they did not use the stimulation because they have been told by another physician the leads were damaged. There was an accident that caused the damage to their leads per another physician. The patient stated they wanted the device explanted because the leads were broken and it didn't work for them. Due to the overdischarge status, the manufacturer representative (rep) was unable to troubleshoot the device and the patient declined coming in for a trickle charge. The patient was encouraged to make an appointment with their pain physician to which a rep would attend. The patient was told they needed to be seen by their managing physician for further evaluation. The physician's office was informed and will alert the rep to any appointment arranged with the patient. The issue has not been resolved and it was indicated that surgical intervention is planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative clarified that the patient had been in a motor vehicle accident.